Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had a loss of therapy on the right side. The rep reported that they tested impedances and all combinations of 0, 1, 2, 4, 6 are either elevated or above 40 ,000 ohms. It was noted that 0-7 was implanted right side. The rep reported that the patient falls a lot and could be related to the issue. The rep also reported that the patient had a burning sensation along spine when stimulation was low or off. The rep reported that when the patient used stimulation she no longer felt the sensation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown as the rep was helping out in a different territory. The rep had not seen or spoken to this patient since the initial call for these complaint. No further complications were reported/anticipated.